Event description:
It was reported to philips that system was unable to perform all geometry movements. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.